Event description:
Upon implanting the screw into the alif cage, the surgeon over torqued the screwdriver and sheared off the tip. He was not attempting final tightening. All the pieces were removed from the pt. The screwdriver nicked the aorta but was immediately repaired by a vascular surgeon. The pt is ok. The screwdriver will be returned for analysis. MFR ref # 3005180920-2015-00086.

Event description:
It was noticed that in the initial report we wrongly reported that the analysis of the retrieved item was made by the (B)(4) hip project manager, while it was made by (B)(4) spine project manager. On 07/10/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 07/13/2015 the report was sent to the initial reporter and the case was closed. Reference MFR #3005180920-2015-00086.